Event description:
Rep reports a spontaneous rupture of the balloon prior to bypass. No patient injury.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side.

Manufacturer narrative:
The balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The balloon appears to have come in contact with something that tore the balloon. Water was introduced through all of the lumens and the water flows from where it should. Visually there is a small kink in the bellows; however this does not affect the way the device functions. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that testing.